Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 17.3 mmol/l (311 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (unspecified). When the pod was removed, the cannula was found bent.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was unable to connect to the master controller due to the pod being "connected to another remote". The battery voltages were measured to be sufficient for download and no damages or manufacturing defects that would cause connection issues were observed during inspection. The pod connected to an external power supply and allowed to sit for 80 hours in an attempt to reset the bluetooth connection, however this was unsuccessful. A beep test was unable to be completed as a result and data was unable to be retrieved from the pod device. The exact cause for this connection issue and subsequent data loss could not be conclusively determined.